Event description:
Erratic values with the calcium assay. The incorrect values were not used to guide patient therapy. The field service representative was unable to confirm any malfunction of the system.